Event description:
I'm having severe pain in my groin in my left leg as I did before the hip was replaced with a pinnacle sector 11 cup, metal insert and bone screw. My name is (B)(6). My surgery was done (B)(6) 2010, in (B)(6). Had a back surgery (B)(6) 2013, have had back trouble but never groin pain as I had prior to the hip replacement and now it hurts in the groin as it did before the hip surgery.